Manufacturer narrative:
The customer questioned a negative result on the cobas liat sars-cov-2/flu assay due to patient symptoms. Repeat testing generated positive results on a competitor assay with a recollected sample and after vortexing the original sample on a liat. An investigation was performed which did not identify any product problem. The results generated for the final test are indicative of a sample near the limit of detection. Additionally, given that a different collection was used for the positive result on the biofire, it is possible that the separate collections also contributed to the discrepancy. -- (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer questioned a negative result generated on the cobas liat sars-cov-2/flu assay due to reported patient symptoms and a lung scan consistent with sars cov-2 infection. An additional sample was collected and tested on a competitor assay, biofire, which returned a positive result. The original sample was then retested a total of two additional times on the liat: once without vortexing which generated a negative result, and once with vortexing which generated a positive result for sars-cov-2. Flu a and b were negative for all tests. The initial negative result was released. No harm was alleged. Test result 1: original patient sample run on liat scfa assay: negative test result 2: recollected sample run on biofire: positive test result 3: initial patient sample retested on liat: negative test result 4: initial patient sample vortexed and retested on liat: positive for sars cov2, negative flu a and b a nasopharyngeal sample was collected from the patient using puritan unity media tubes. The allegation occurred on 10-dec-2020 using a reagent kit, 00929z. One of the test results was achieved after vortexing the original sample and retesting it on the liat. Please note, vortexing is not listed as a necessary step within the test specific method sheet. No further information regarding sample preparation is available at this time. An investigation was performed which did not identify any product problem. A review of the data indicated a very late CT value near the limit of detection for test result 4. As the CT value was so late and near the lod, the sample can be expected to waver upon repeats. Additionally, given that a different collection was used for the positive result on the biofire, it is possible that the separate collections also contributed to the difference. Detection is dependent upon sufficient rna to be detected, so any differences during collection could have impacted performance.

Manufacturer narrative:
The customer questioned a negative result on the cobas liat sars-cov-2/flu assay due to patient symptoms. Repeat testing generated positive results on a competitor assay with a recollected sample and after vortexing the original sample on a liat. An investigation is ongoing to evaluate the customer allegation. -- (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer questioned a negative result generated on the cobas liat sars-cov-2/flu assay due to reported patient symptoms and a lung scan consistent with sars cov-2 infection. An additional sample was collected and tested on a competitor assay, biofire, which returned a positive result. The original patient sample was then retested on the liat and again returned a negative result. The original patient sample was then vortexed and repeated on the liat which then generated a positive result for sars-cov-2. Flu a and b were negative for all tests. A nasopharyngeal sample was collected from the patient using puritan unity media tubes. The allegation occurred on (B)(6) 2020 using a reagent kit, 00929z. No further information regarding sample preparation is available at this time. The initial negative result was released. No harm was alleged. An investigation is ongoing to evaluate the customer issue.